Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had been alerting fluid delivery line open since start of therapy. They were not seeing water flowing through pads. Nurse stated that they have checked for kinks and even swapped out to another set of pads with no resolution. Size medium pads in use because no more small pads available. Mis walked nurse through stop therapy, drain and disconnect. Nurse reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Mis had nurse to shake hand down the fluid delivery line to ensure no cracks or tears. When nurse went to verify fluid delivery line seated securely nurse noted a bit of movement as fluid delivery line was able to wiggle where it should be connected. Silver lever that secures fluid delivery line was not in lock position to the right mis had nurse to remove fluid delivery line and replace, then turn silver lock lever to the right. Nurse restarted therapy and water flow through connectors noted. Therapy resumed. The system diagnostics showed outlet monitor temperature (t1) was 14.6c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 9.8c, water flow rate was 3.1 l/m, inlet pressure was -8.3psi , circulation pump command was 66 percentage, mixing pump command was 78 percentage, heater showed 0, water reservoir level showed 5, system hours were 185.9 and pump hours were 115.2.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had been alerting fluid delivery line open since start of therapy. They were not seeing water flowing through pads. Nurse stated that they have checked for kinks and even swapped out to another set of pads with no resolution. Size medium pads in use because no more small pads available. Mis walked nurse through stop therapy, drain and disconnect. Nurse reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Mis had nurse to shake hand down the fluid delivery line to ensure no cracks or tears. When nurse went to verify fluid delivery line seated securely nurse noted a bit of movement as fluid delivery line was able to wiggle where it should be connected. Silver lever that secures fluid delivery line was not in lock position to the right. Mis had nurse to remove fluid delivery line and replace, then turn silver lock lever to the right. Nurse restarted therapy and water flow through connectors noted. Therapy resumed. The system diagnostics showed outlet monitor temperature (t1) was 14.6c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 18.4c, chiller temperature (t4) was 9.8c, water flow rate was 3.1 l/m, inlet pressure was -8.3psi, circulation pump command was 66 percentage, mixing pump command was 78 percentage, heater showed 0, water reservoir level showed 5, system hours were 185.9 and pump hours were 115.2.